Manufacturer narrative:
Upon receipt and eval of the incident device, a final report will be sent.

Event description:
"Obstructed-would not accept guidewire. Add'l time required struggling with device - time to reassemble new device."